Manufacturer narrative:
Product ID 37612 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator product ID 64002 lot# n268906, implanted: 2010 (B)(6), product type adapter product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3387s-40 lot# v078929, implanted: 2008 (B)(6), product type lead product ID 7438 lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID 3387-40 lot# j0424916v, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had a return of symptoms starting yesterday afternoon. It was noted that the patient had went to massage therapy, which he did every other week. The patient had a return of symptoms after leaving the appointment. Upon using the programmer a 250 "reset programmer" error code was seen. The patient replaced the batteries and the programmer seemed to be ok and showed that the ins was ok, but the patient still had a return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).